Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. At the time of the event, the customer was alerted to the battery becoming hot by the pump resulting in multiple valid temperature alarms occurring. There was no reported impact to customer's blood glucose. The pump was replaced to address the issue.